Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 010000668, g7 pps ltd acet shell, lot # 6081830. Item # 010000743, g7 neutral arcomxl lnr , lot # 3822583. Item # 010000743, g7 neutral arcomxl lnr , lot # 3517308. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10778, 0001825034-2018-10779, 0001825034-2018-10780.

Event description:
It was reported that multiple liners would not seat in cup. After the third liner, the surgeon removed the cup, and implanted an alternate cup. The third liner was then used and seated successfully. The malfunction caused a 45 minute surgical delay. Attempts have been made, and no further information has been provided.